Event description:
It was reported that the patient's atrial lead was inappropriately capturing the right ventricle. X-ray was performed and confirmed dislodgement had occurred. The lead was capped and replaced on 1 nov 2022. The patient was stable.